Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging a high blood glucose result of 400mg/dl on the morning of (B)(6) 2011. The reporter claimed when the pt woke up she noticed that the cartridge cap was off. At the time of the high reading, it was reported that the pt was not feeling well, that she had vomited and had tested positive for moderate ketones. The reporter stated that the pt's father administered a correction bolus by injection and advised the pt to go back to sleep. When the pt woke up later that morning, she saw that the cartridge cap was off again. The pt was administered a correction by syringe. At the time of the call, the pt's mother reported that the pt was no longer vomiting, her blood glucose was down to 200 mg/dl and she tested positive for small ketones. At the time of troubleshooting, the reporter confirmed that the cartridge cap was tight and did not unscrew easily. The pt and reporter were advised to monitor the cap and if it continued to fall off while sleeping, to wear the pump another way. This complaint is being reported because the pt reportedly developed symptoms suggestive of hyperglycemia at the time of the alleged issue was discovered.